Manufacturer narrative:
Stryker evaluated the loaner device and verified the reported issue. Stryker replaced the system pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the loaner pool.

Event description:
A stryker service representative was performing routine preventative maintenance on stryker owned loaner device, and observed the device was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.